Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices are pending evaluation.   There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported there is accessible ac current and reduced/inadequate brake force. There was no patient involvement.

Manufacturer narrative:
It was originally reported that 4 devices experienced the reported issues; however, upon completion of the device evaluations, 2 devices only experienced reduced/inadequate brake force. 1 device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. 1 device was evaluated in the field and the issue was confirmed.

Event description:
This report summarizes 2 malfunction events, where it was reported there is accessible ac current and reduced/inadequate brake force. There was no patient involvement.

Event description:
This report summarizes 4 malfunction events, where it was reported there is accessible ac current and reduced/inadequate brake force. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 devices are pending evaluation.   There was no remedial action taken.  This device is not labeled for single use.